Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Additionally, biosense webster inc. (Bwi) is continuing to follow up on product detail clarification. If additional information is received regarding the product or this event, a supplemental 3500a report will be submitted to the FDA. Concomitant medical products: bwi products: unspecified smart touch bidirectional catheter. Brand-unspecified products: transseptal needle. Non-bwi products: st. Jude medical/abbott agilis steerable sheath. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for non-ischemic ventricular tachycardia with a thermocool smarttouch catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, an invalid temperature occurred with smarttouch catheter # 1. Smarttouch catheter # 1 was exchanged for smarttouch catheter # 2 and the procedure continued. During the procedure, while maneuvering/removing the catheter and sheath, a pericardial effusion was detected in the left ventricle. Pericardiocentesis yielded an unspecified volume of fluid. Patient received a blood transfusion and was stabilized. Condition worsened during the night and the patient required a surgical procedure to repair the injured cardiac tissue. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event. Patient outcome is improved. There were no patient factors cited that may have contributed to the adverse event. It was noted that the effusion was likely a result of movement of the st. Jude medical/abbott agilis steerable sheath. Physician¿s opinion regarding the cause of the adverse event is that it was related to the procedure or a non-bwi product. The invalid temperature was the only issue reported on bwi products and equipment during the procedure. Transseptal puncture was performed with a non-bwi transseptal needle (brand-unspecified) and a st. Jude medical/abbott agilis steerable sheath. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as the injury did not occur during ablation. There is no information regarding irrigated catheter flow setting. Patient received anticoagulant during the procedure with activated clotting time (act) maintained between 300-350 seconds. The temperature sensor issue is not a reportable event, however, since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
On 4/19/2018, additional information was received which clarified the catheter associated with the adverse event was a thermocool® smart touch¿ bi-directional navigation catheter with catalog # d132702. Catalog # field has been updated from d131902 to d132702. Manufacturer's ref # (B)(4).